Manufacturer narrative:
The complications in the instructions for use state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of two for the same event. Report one of two is reported on MFR #0001032347-2016-00787.

Event description:
It is reported that the custom implants (first choice and backup) fractured while inserting screws into the present holes. It is reported the surgeon completed the surgery by implanting a mesh along with the second choice implant and unknown plates. It is reported the event caused a ten minute delay. It is reported the patient retained a foreign body. It is reported the position is occipital. It is reported that the implant soaked for 2 minutes in 0.9% nacl. It is reported that a visual inspection was performed and there were no concerns about using the implant. It is reported that no bone was removed to complete the procedure. It is reported that the surgeon guessed that the holes for dura fixation were too close to the edges (less than 1 cm). It is reported that all parts were removed from the patient; therefore, no foreign body was left in the patient. It is reported, "the patient is well."